Manufacturer narrative:
The pump passed the self test and displacement test. Unable to download the pump to carelink pro due to several alarms at the alarm history file. The alarms were due to a corrupted history file. The pump also had minor scratches on the lcd window, a cracked case at the window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a problem with the auto test. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.